Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm 1 month ago. Vessel morphology was reported as moderate tortuousity, mild calcification, and aortic neck angulation was 40 degrees and it was 12 mm in length. It was reported that after the bifurcated stent graft was deployed, the gate was deployed anteriorly and worked against the connecting bar and the post angiogram revealed a type 1 endoleak. The physician elected to place an aortic cuff and the endoleak lessened, however, did not completely resolve. The patient will be monitored and the physician believes the endoleak will resolve without further treatment. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Secondary intervention. Results: endoleak, angulated aortic neck. Conclusion: angulated aortic neck.